Manufacturer narrative:
Updated fields: d4, h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported issue could not be established. However, it is possible the tip of the fiber broke off due mishandling or the tip came into contact with the scope at an angle which damaged the tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 200 micron tfl ball tip single use fiber tip broke off in bladder of the patient. The event occurred during a cystoscopy, retrograde, ureteroscopy, right stent placement, stone extraction therapeutic procedure. It was reported that the procedure lasted approximately 17 mins and was completed. The surgeon did not use the laser but decided to basket out the stone, and an ureteroscope was used to help with the fiber entry during the procedure. There was no medical intervention require and the physician stated the patient will pass the tip. There was no report of patient harm or user injury associated with this event.